Event description:
Olympus was informed that the customer evis exera iii video system center was returned to the olympus repair center for a defective/damaged video connector, ¿where the camera is plugging into the front of the unit is broken.¿ the customer¿s reported problem was found during preparation for use. No death, injury or harm was reported. Upon inspecting and testing, a no image problem with 180 series endoscopes was found due to a defective patient board set. This report is being submitted to capture the no image defect found during the service inspection.

Manufacturer narrative:
The service evaluation did not confirm the customer¿s reported problem of ¿where the camera is plugging into the front of the unit is broken.¿. However, the evaluation identified, a no image problem with 180 series endoscopes was found due to a defective patient board set. Also, an update to the latest software version and main switch version are recommended. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. Device history records: the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there were no complaints of events that were the same or similar to the reported events at the same facility and on the same device. As a result of confirmation, there were no similar complaints. Conclusion: the root cause could not be identified. The issue was likely to have been caused by a failure of the operational amplifier because no countermeasures were taken by changing the design of the operational amplifier circuit on the board. The repair department identified the image of the 180 series scope could not be displayed due to the defect of the patient board. The damaged video connector reported issue could not be reproduced in the repair department. Olympus will continue to monitor field performance for this device.